Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via telephone call that a few of the infusion sets had leaked. The blood glucose reading was 400 mg/dl. The customer's father was unable to troubleshoot for these issues.